Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited premature battery depletion. The pm was explanted and replaced. Patient condition was stable post procedure.